Event description:
A malfunction alarm, identified as malf 12, was reported and did not lead to the customer's blood glucose level exceeding 500 mg/dl. There was thus no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and no recurrence of the malfunction code was observed post-reset. Customer was advised to continue using the pump and to contact technical support if the malfunction reoccurred, and confirmed understanding of these instructions.